Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received analyzer alarms and a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was <0.1 miu/ml . The repeat result was 56 miu/ml and was reported out to a physician. The result was questioned and repeat testing was ordered. The sample was repeated two more times with results of approximately 5000 miu/ml. Another sample was drawn from the patient and tested three times with results of approximately 5000 miu/ml. No adverse event was reported. The reagent lot umber was 183183 with an expiration date of 05/30/2016. As the customer cleaned the probe, they noted it stopped moving because of a loose screw. The field service representative found the sample probe was out of its position and could not stop at the initial position. The screw to settle rotation of the sample unit was loose so it was replaced. The sample probe was adjusted and the analyzer works ok. The investigation found the loose screw issue could occur only if the pipetter arm was moved manually while the motor was under power. It is recommended to move the pipetter arm manually only if the motor is unpowered to avoid loosening of the screws.